Event description:
At the original procedure the pt presented with a clot in the aorta. The clinician attempted to save the pt by pinning the clot to the aorta wall using the excluder bifurcated endoprosthesis device and lyse the remaining clot in the visceral vessels. The pt expired 2 days post op. There was no allegation of deficiency made by the clinician.